Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 46 mg/dl at the time of the incident. The customer had a problem with the infusion set. The customer was experiencing too low or too high with the infusion set. The customer was able to used 3 out of the 5 infusion set with the same lot number. The customer declined troubleshooting for low and high blood glucose. The insulin pump will not be returned for analysis.